Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received a "lo" message (< 2.2 mmol/l) on adc device. It is unknown whether the customer noted a trend arrow on the device. The customer has symptoms of "rigid, eyes budging and could no longer speak" and experienced a loss of consciousness and was unable to self-treat, requiring a non-healthcare treatment of "cool water on the face, light slaps on the cheeks and put cake in the mount and tried to make it drink". There was no report of death or permanent impairment associated with this event.